Event description:
It was reported that the patient presented with the device in backup vvi via merlin.net transmission. Patient was asymptomatic when brought into the clinic. A device download was performed successfully.